Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical via a translator, that a consumer called into the customer support dept asking what to do when the blood glucose meter displays the letters, "lo". When the customer support rep explained to the consumer what the letters, "lo" meant, the consumer terminated the call. This is being reported as an adverse event under the FDA medwatch regulations. The consumer's blood glucose readings were low showing the device to be performing as intended.